Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported kink was confirmed. Additionally, the outer member was separated; however, the device was not separated into two pieces. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported damage.

Event description:
It was reported when the xpert pro self expanding stent delivery system package was opened, the delivery system was noted to have the outer tube kinked. The device was not used and another xpert pro was used to complete the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. The return device analysis revealed the outer member was separated, but the middle tube and the inner member were still intact.